Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20065733. Medical device expiration date: 2023-06-06. Device manufacture date: 2020-06-05. Medical device lot #: 20045332. Medical device expiration date: 2023-04-22. Device manufacture date: 2020-04-02. FDA device problem code: (B)(4). FDA patient problem code: (B)(4). Investigation summary: twenty-nine mz5303 samples were received for investigation inside opened packaging; twenty-eight from lot 20065733 and one from lot 20045332. Additionally, a terumo sa-ct3520mn infusion set from lot 200715a was received in sealed packaging to assist the investigation. A visual inspection of the mz5303 samples did not identify signs of damage or manufacturing defects which could have contributed to the customer's experience. Functional testing was performed by connecting the male luer of the terumo infusion set to the maxzero of the mz5303 and flushing with fluid; each of the connections were secure and no inadvertent disconnection was observed during testing. Furthermore, functional testing was performed with a 10ml bd luer slip syringe and a 50ml bd plastipak luer lock syringe from retained stock and flushing with fluid; again the connections between the syringes and the mz5303 samples were secure. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lots 20065733 and 20045332 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the customer's experience in this instance. There were no issues identified during testing of the returned products and it was not possible to identify any manufacturing defects that could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz5303 set in the past 12 months.

Event description:
It was reported that 28 pressure rated ext set, IV connector sets from lot 20065733, and 1 set from lot 20045332 had issues with disconnecting from the terumo infusion sets. The following information was provided by the initial reporter, translated from (B)(6) to english: "this is a connection issue of mz5303. The customer reported as follows: mz5303 and terumo's infusion set were disconnected in several cases."